Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 575 mg/dl. A correction bolus and supplies changed to address bg. Reportedly, the cause for the reported issue was due to an incomplete bolus occurring. Tandem technical support educated the customer on incomplete bolus alerts. Reportedly, the customer cleared the alarm and resumed insulin therapy.